Manufacturer narrative:
Updated analysis report: as of today, the pacemaker and the lead are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided ECG screenshot from (B)(6) 2023, revealed a right ventricular pacing pause of 2.17 seconds. The available follow up print out showed that the initially programmed output was 3.4 v @ 1.0 ms. Analysis of the returned ram dump data of the pacemaker was performed, with the following observations: - implant date (B)(6) 2023. - on (B)(6) 2023, fluctuating values of the rv pacing impedance in bipolar configuration are documented, between 800ohms and 1050ohms. - on (B)(6) 2023 at 22:53, rv lead failures in uni- and bipolar configurations are registered (impedance > 2500ohms in both configurations). - between (B)(6) at 22:53h and may 24th at 07:31h, loss of capture is documented. - on (B)(6) 2023 at 09:48h, rv lead failure with impedance > 2500ohms in uni- and bipolar configurations is registered. Despite the thorough analysis of the available data, no conclusion can be drawn regarding the root cause of the clinical observation. A suboptimal connection of the rv lead to the pacemaker header cannot be excluded. A rv lead dislocation based on the impedance values is not suspected. Should additional relevant information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the pacemaker and the lead are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided ECG screenshot from (B)(6) 2023 revealed a right ventricular pacing pause of 2.17 seconds. The available follow up print out showed that the initially programmed output was 3.4 v @ 1.0 ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
It was reported that after implantation of the ipg and the lead the patient had asystole and was resuscitated (on the table). The patient is pacemaker dependent. Device remains implanted. Should additional information be received, this file will be updated.